Event description:
It was reported that the fiber tip cracked and its use had to be discontinued. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review found that the product IFU states, careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged. A DHR review was performed and no manufacturing deviations related to this lot and event were found. A risk review was completed and confirmed that the event of fiber cap/tip crack was defined in the risk documentation and is documented accordingly in the prr. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber tip cracked and its use had to be discontinued. The procedure was completed with another device. There were no patient complications.